Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and medical intervention. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by diabetologist (B)(6) and the patient's mother that they attempted to activate 5 pods without success. The patient received communication error during activation errors. The patient tried to activate 2 pods at home without success. The patient went to the emergency room (ER) at (B)(6) due to high blood glucose levels and ketones (specific levels not provided). The patient and their mother had language barriers so called insulet with help from the diabetologist at the hospital. As treatment the patient received a saline solution and insulin via pen. The patient had to stay at the hospital because they had no insulin supply and no back-up method of insulin delivery. A replacement device has been sent to the patient at the hospital to be set-up with the healthcare professionals due to language barriers.